Event description:
It was reported that the high voltage lead impedance was high. The lead was replaced. No patient complications have been reported as a result of this event. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and other damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: no anomalies found; proximal segment returned.